Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received six inappropriate shocks due to noise. A review of the electrogram (egm) showed there was oversensing of the right ventricular (rv) lead. Additionally, a rv bipolar lead impedance warning was triggered for high and undefined impedance, and a lead integrity alert (lia) was triggered due to short v-v intervals and rv lead impedance variation. A possible fracture was suspected. The rv lead was programmed off until the patient¿s lead revision procedure. At the lead revision procedure,the vessel was occluded and the procedure was aborted. A lead extraction procedure was then scheduled. During the rv lead extraction procedure resistance was noted on the proximal part of the coil. The coil began to fall apart, so the physician suspected the fracture was on the proximal component of the coil/lead. It was noted that the physician cut the high voltage connector during the procedure. The rv was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, the impedance trend of the right ventricular pacing lead was variable, there was oversensing due to non-physiologic signals/sensing integrity counter, and there was unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.